Event description:
It was reported that the procedure was to treat the left external iliac artery. The 9.0x100mm absolute pro self-expanding stent system (sess) was successfully advanced to the target lesion and the stent was deployed with no issues. Post deployment, a mid stent fracture was observed. A 7.0x39 omnilink stent was successfully deployed to correct the stent fracture and remains in one piece. There was good flow. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided.

Manufacturer narrative:
The device was not returned for analysis. The reported break-stent was able to be confirmed via returned cine review. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. A cine was received and reviewed by an abbott vascular clinical specialist. In summary, the still frame images show a mid-stent fracture of the absolute pro 9 x100 mm with no probable cause and that a bail-out stent was successfully deployed resulting in acceptable patency of the external iliac artery. A device malfunction can be confirmed via the images provided. It is possible that interaction with the anatomy and/or other devices resulted in the reported stent break/fracture; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure as a 7.0x39 omnilink stent was successfully deployed to correct the stent fracture and remains in one piece. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.